Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the operating test is not always successful and the device status log shows a charge/shock failure. No patient involvement.